Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that a bd ultra-fine¿ iii pen needle had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra-fine¿ iii pen needle had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no. This supplemental MDR also corrects the event description: it was reported that a bd ultra-fine¿ iii pen needle had leaked insulin over the user's belly. Upon further examination, the user found the needle was bent. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd ultra-fine¿ iii pen needle had leaked insulin over the user's belly. Upon further examination, the user found the needle was bent. There was no report of exposure, serious injury or medical intervention.